Event description:
It was reported the deflectable videoscope had image clouding. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image clouding was presumed to be from moisture/foreign material invasion in the subject device; and inspection also found shadow on the image was caused by damage at the charged coupled device (ccd) unit. It was presumed the image became cloudy by influence of the shadow. However, a definitive root cause could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: operation manual: 3.8 inspection of the endoscopic system: inspection of the endoscopic image. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.